Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) was unable to locate the pill stuck between the railings. The hardware test application was initiated to assess the station and drawers. New slide bumpers were installed on the slide railings for main half height drawers 3.1 and 3.2. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred and a pill was stuck between the rails. The customer attempted storage recovery and rebooted the station; however, these efforts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.